Event description:
On 11/08, mechanical aortic heart valve implanted for diagnosis of aortic insufficiency. Pt developed post operative decreased cardiac output and hypoxemia. Tee confirmed malfunctioning of valve and significant gradient across the valve.